Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient was experiencing a change in therapy, intermittent/erratic stimulation, and sometimes feels her left hip move. The patient confirmed stimulation was on. The patient noted her stimulation her left implantable neurostimulator (ins) is 150 which is higher than her right which is 100; the patient wanted to see if it was possible for her to adjust her stimulation. A manufacturer representative (rep) scheduled an appointment to meet with the patient for programming; however, the patient changed her settings prior to the appointment. The right side was increased to 1.50. The patient wanted to decrease the left side from 1.5 to 1.0 but could not as she hit her lower limit; the patient was concerned she was not programmed correctly. The patient noted she cannot move unless she takes her medication and she cannot move her left side. Additional information has been requested regarding the interventions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report number 3004209178-2016-04631.

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that the patient's system was intact and was not delivering erratic stimulation but rather, it was more of an issue with her medication not being managed well so she was having hard off times where she crashes. The patient is following up with another health care provider (hcp). Please see report number 3004209178-2016-04631.